Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced a battery depleted set alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
This device is currently in the process of being evaluated. A follow-up medwatch will be submitted upon the receipt of evaluation results or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery depleted set alarm was confirmed during pump?s event history review. The cause of the reported condition was determined to be depleted main batteries. The reported condition was corrected by replacing the main batteries. The software version for this device is vista balance (6.12.00). A service history review revealed that this device was previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).